Event description:
Journal reference: soulas t, gurruchaga jm, palfi s, cesaro p, nguyen jp, fenelon g. Attempted and completed suicides after subthalamic nucleus stimulation for parkinson's disease. J neurol neurosurg psychiatry. (2008); 79 (8): 952-954. A higher than expected frequency of suicide has been reported among patients undergoing subthalamic nucleus deep brain stimulation (stn dbs) for advanced parkinson's disease (pd). We conducted a retrospective survey of a total patients with pd who underwent stn dbs between 1997 and 2006. Manufacturer/model of devices was not reported. Reportable event: patient, male committed suicide 5 months after dbs. The apparent trigger was mild annoyance at home. Death by drowning. See mfg report 218220720005867.

Manufacturer narrative:
.